Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/09/2018. Device returned to manufacturer? Yes. One (1) sample was returned for investigation. The complaint sample consisted of activated glass cylinder, the plunger rod which is attached to the backside of the blue rubber plunger, the cylinder holder and the customer¿s cannula with protection sheath which is attached at the front end of the holder at the luer-lock mount. Approximately 0.60 mm of expellable solution remained in the cylinder. Visual and stereomicroscopic investigation was performed. Based on visual inspection, it was observed that the remaining healon solution contained a number of visp or veils of material it appears as drops when magnified. Based upon previous ftir (fourier transform infrared) analyses, these drops are identified as drops of silicone oil. These wisps or veils can reflect light; therefore, it appears as "sparkling". This oil originates on the blue rubber plunger and is used for lubrication, so the plunger can move in the glass cylinder when expelling the solution. The customer¿s report is therefore confirmed. The particles are not glass, not hardened silicone, and not air bubbles. The probable cause of the customer¿s observation is due to the presence of silicone oil in the healon solution from the rubber plunger. Visual inspection on retained products on lot uc31282 was performed. There were no visible defects found on the package or solution. The solution was clear and colorless. All components were included in the product without defects. There were no visible defects on the product box. The printing on the carton and labels are correct. Product deficiency was not found on retain samples. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no complaints have been previously reported on this batch. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Healon is not an implantable device. If explanted; give date: n/a (not applicable). Healon is not an implantable device. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that ''sparkling materials'' came out into the patient's eye before ccc (continuous curvilinear capsulorhexis). Consequently, the doctor had to remove the initial healon thoroughly and used another healon instead. It was noted that the surgery was delayed for five (5) minutes, but patient had no issue. No additional information provided.